Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 400-500 mg/dl, current blood glucose is 600 mg/dl and at 12:30 blood glucose was 550 mg/dl, at the time of dinner was 157 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with syringe. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.